Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Received 1 all-silicone foley catheter with sample port connector and packaging label. Verified material number 2758j14, manufacturing lot number and packaging label. Visual inspection noted no obvious observations. Using the returned syringe, the catheter balloon was inflated with 10ml methylene blue solution (3 drops 1percent aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. The balloon passively deflated in under one (1) minute with no cuffing or leaks noted, returning 10ml of solution. Inflation valve was not disconnected, this is within specification. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Corrections made to tab(s) d, h. Initial reporter complete facility name: (B)(6). This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre-testing, it was confirmed that the inflation valve of the foley catheter had come loose, valve detachment.

Manufacturer narrative:
The complete initial reporter facility name is kitakyushu municipal hospital organization, local independent administrative institution kitakyushu municipal medical center. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre-testing, it was confirmed that the inflation valve of the foley catheter had come loose, valve detachment.